Manufacturer narrative:
H3: the axium prime pusher, implant coil and stryker excelsior sl-10 microcatheter were returned for analysis within a shipping box; within a sealed bio-pouch and within a tied pouch. The implant coil was found inside the excelsior microcatheter. There was no instant detacher or accessories returned with the device. The pusher was broken distal to the break indicator with the release wire extending out the proximal end of the usher. This is indicative that a manual detachment attempt was performed at this location. The actuator interface, positive load indicator and part of the coupler tube were missing and not returned with the pusher for analysis. Kinks and bends were found along the length of the pusher at ~70.2cm , ~146.8cm and ~154.6cm from the proximal end. The coin was not pushed up against the lumen stop as it was pulled back; with the shield coil present and intact. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00287¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be with in specification (0.00455"+/- 0.00010"). The implant coil was flushed out of the excelsior microcatheter with no issues. No damage was found on the implant coil. No other anomalies were observed. Based on the analysis performed, the axium prime coil was not confirmed to have non-detachment as the pusher was returned with the implant coil already detached. Based on the returned device, the pusher was found bent and kinked along its length, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. The physician report of premature detach was confirmed based on the returned device, however, the cause of the premature detach could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the actuator interface, part of the coupler tube, positive load indicator and instant detacher were not returned; any contribution of the actuator interface, part of the coupler tube, positive load indicator and instant detacher to the premature detach from non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). During retrieval the coil detach inside the microcatheter. The patient underwent coiling treatment for a ruptured internal carotid artery (ica) aneurysm with direct cavernous carotid fistula (ccf). The vessel was moderately tortuous. It was reported that 2 pipelines had already place and a microcatheter trap in aneurysm for coiling. Before the event, 3 axium qc coils already implanted and detach successfully. After pushing all coil out from microcatheter and detachment marker reached, they tried to detach coil with detacher, but not successfully. Thus, they broken the tail of coil twice to detach again, but not success. The physician attempt to detach the coil with the instant detacher two times and two times with manual detachment method. Eventually decided to retrieve the coil out from aneurysm, but the coil detached inside the microcatheter while retrieving. They confirmed the coil was trapped inside the microcatheter by putting microcatheter under fluoro and see the entire coil inside microcatheter. It was reported that the physician attempted to detach the coil four times with instant detacher and 2 times with manual detachment, but coil did not detach. The coil was replaced, and new coil was implanted successfully. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was high. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. Unknown brand 6f, neuron 053, excelsior 1018, sl-10, pipeline shield 4.5x30 and 4.75x16 instant detacher was discarded.